Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. DHR task closed as reasonable effort to obtain a lot/batch/serial number have not been successful. Should the lot/batch/serial number become available at a later date then the DHR task will be re-opened and completed. As no device batch numbers were provided for investigation, a manufacturing record review, IFU review could not be performed. A risk management review was performed. No additional risks were identified as result of the reported. If more information is received, this investigation will be reopened. The available medical documents were reviewed. The clinical information provided, of pseudotumor and trunnionosis may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
''Us legal mdl'' it was reported that a revision surgery of the bhr implants of the right hip on (B)(6) 2020 due to pain in hip and groin due to a pseudotumor and metallosis. Patient also presented difficulty walking; strength loss, metal debris, large pseudotumor, necrotic tissue, large amounts of cloudy fluid present, corrosion, elevated levels of cobalt and chromium, and other damage around the right-side hip joint. The patient outcome is unknown.